Event description:
It was reported that the bd plastipak¿ sterile plastic syringe experienced foreign matter was found on the needle. The following information was provided by the initial reporter, translated from japanese to english: when removing the cap, the user found a plastic piece-like fm was found onto the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ sterile plastic syringe experienced foreign matter was found on the needle. The following information was provided by the initial reporter, translated from japanese to english: when removing the cap, the user found a plastic piece-like fm was found onto the needle.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.